Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found everything in good condition. Instrument was tested without problems. Instrument is working as expected and no repairs were necessary.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4)